Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rv lead was subsequently explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was believed to have a fracture due to the lead failure predictor triggering. The lead exhibited high impedance values. The lead was reprogrammed and remains in use.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) due to counts to the sensing integrity counter (sic), non-sustained ventricular tachycardia, oversensing and noise. The patient was hypotensive. The rv lead remains in use. No further patient complications have been reported as a result of this event.